Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Customer reportedly received the following results on aviva ii meter, within 10 minutes: 495 mg/dl and 96 mg/dl. No adverse event reported. Products are unavailable for return.